Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage/device interaction/functional visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9393016) was received broken at the most proximal laser cut teeth segment on the shaft. The shaft was completely broken into 2 pieces and received at us cq. This damage is consistent with a device that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the shaft of the screwdriver twisting and breaking off. No other issues were identified with the returned components of the device. Unable to disassemble can not be confirmed with the information available. Functional test: the device was returned by itself and the mating part was not returned. Therefore, a functional test could not be performed. Also, the events in the operating room could not be replicated. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq the shaft diameter of the device was intended to be measuring from 7.985 mm to 8 mm and was measured to be 7.99 mm (ca818) which was within the specification as per the drawing document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Unable to disassemble can not be confirmed with the information available. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9393016) as the shaft of the device was completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot . Part: 03.037.028. Lot: 9393016. Manufacturing site: hägendorf. Release to warehouse date: may 29, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of femur due to hip fracture, the flexible screwdriver broke while trying to remove from locking the helical blade set screw. The 5.0 flexible screwdriver was stuck between the patient tissue and the insertion handle and required above average pulling force in order to remove. After locking the tfna set screw the surgeon experienced difficulty removing the 5.0 flexible screwdriver and used substantial force while twisting the driver, at which point it broke. The leg was adducted to relieve the tension and pliers were used to remove the remaining portion of the driver. There was a surgical delay of three (3) minutes while pliers were used to pull out the broken piece. Procedure and patient outcome was unknown. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This is 1 of 2 for report (B)(4).